Event description:
According to the reporter: while suturing, the suture needle became disconnected from the suture and remained in the body. This required reopening of the incision to search for the needle and recover it.

Manufacturer narrative:
(B)(4).